Event description:
Additional information received reported that perioperative antibiotics were administered. There was no meningitis. The patient symptom was redness at the device pocket. No culture was obtained. The treatment used for the infection was oral antibiotics and the infection was resolved. It was noted that there was post-op wound or skin contamination.

Event description:
It was reported that the patient had a post-operative infection with superficial redness at an incision site. It was stated that the patient had been prescribed oral antibiotics. Two weeks later, it was reported that the incision wasn't healing and that the patient was "always picking at it." It was stated that the patient's pain was at a "nine", though his physician doubts that, as "it's always been a nine." At the time of report, the incision was being monitored and the patient was getting dosage adjustments every week. The drug used in this system was infumorph. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID 8780, serial # (B)(4) implanted: (B)(6) 2012, product type catheter. (B)(4).